Event description:
The customer reported that while monitoring patients on a xhibit central station numeric values were missing. There was no patient or user harm associated with this event.

Manufacturer narrative:
A spacelabs field service engineer (fse) was on site and observed the failure. In addition to the missing numerics, the device also had video issues. The fse performed a hard reboot of the central. Following the reboot, the fse confirmed the issue was resolved. Cause of failure was not determined.